Event description:
A piece of the laparoscopic grasper broke off inside the abdominal cavity during a laparoscopic sigmoid colectomy. Add'l physicians called into the operating room. X-rays taken. Incision made to retrieve the foreign body. Reason for use: used during laparoscopic sigmoid colectomy.